Event description:
It was reported that the surgeon implanted an intraocular lens (iol) in the patient's left eye and then noticed two scratches/clefts in the iol. The surgeon then removed the iol and replaced with another johnson & johnson lens (same model and diopter) during the same surgery. There was no incision enlargement, no sutures, and no vitrectomy was required. The patient is doing well. No further information is available.

Manufacturer narrative:
Section a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: july 26 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: product evaluation was performed under magnification. No lens was received as part of the return. Visual inspection under magnification revealed the plunger rod fully advanced. The cartridge was observed to have viscoelastic residue dispersed throughout the cartridge, suggesting that an adequate amount of viscoelastic was used. The handpiece was disassembled and the assembly was inspected, no issues were observed that could cause or contribute to the complaint issue. The complaint issue lens damaged and cosmetic issues were not confirmed during product evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.